Event description:
We have received information that there was a failure with the blower during a therapy session at the patient's home. The device reliably recognised the condition and issued a corresponding alarm. We have also received information that the patient has not suffered any damage and has been treated with a replacement therapy device.

Event description:
We have received information that there was a failure with the blower during a therapy session at the patient's home. The device reliably recognised the condition and issued a corresponding alarm. We have also received information that the patient has not suffered any damage and has been treated with a replacement therapy device.